Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio downloaded the device's electronic files for review and verified the reported issue. Physio determined that the cause of the reported issue was due to the 3rd party usb data cable that was plugged into the device. Physio replaced the 3rd party usb data cable from the customer's existing inventory. After observing proper device operation through functional and performance testing, the device was put back into service.

Event description:
The customer contacted physio-control to report that their device powered off by itself two (4) times during a during a chest pain call. Medical personnel were able to power the device back on after each loss of power. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
Physio-control evaluated the removed third party usb data cable and observed the cable to be kinked and shorted, causing the device to power off.

Event description:
The customer contacted physio-control to report that their device powered off by itself two (4) times during a during a chest pain call. Medical personnel were able to power the device back on after each loss of power. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.